Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd panel phoenix nmic-311, a patient blood isolate of proteus mirabilis was sensitive to all cephalosporins and beta- lactams; however, manual testing showed as resistant to cefotaxime and ceftazidime. Additionally, pcr testing found that the isolate was positive for the ctxm gene. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 15-mar-2024. Investigation summary: this complaint is for low mic results with proteus mirabilis when using phoenix panel nmic-311 (catalog number 449452) batch number 3353156. The customer provided panel returns, isolate returns and phoenix generated lab reports for the investigation. The lab reports show low mic results for some cephalosporins and beta-lactams with p. Mirabilis. To investigate, two retention panels and two customer returned panels of the complaint batch were inoculated with customer returned isolate proteus spp. And placed in a phoenix m50 for mic results. Additionally, one control panel from the same material but different batch were inoculated with customer returned isolate proteus spp. And placed in a phoenix m50 for mic results. Results of the test show all panels returned susceptible cephalosporins and beta-lactam mic results. Additional investigations were performed with disc diffusion testing and the customer isolate. Ceftazidime (caz) and cefotaxime (ctx) discs were set on muller-hinton agar with tsb for esbl confirmation with the customer returned isolate. Results of the disc diffusion tests show sensitivity to caz and resistance to ctx, which is suggestive of an esbl positive isolate. This complaint is confirmed. The phoenix's esbl test uses the principle of clavulanate inhibition of esbls in combination with cephems. The test compares the maximum growth rate observed in the test wells in relation to the growth control well on the panel to determine growth or inhibition with a certain antimicrobial agent. The phoenix esbl test only identifies an isolate's phenotypically expressed characteristics. Resistance markers expressed genotypically but not phenotypically may not be discerned by phoenix's esbl test. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported when using the bd panel phoenix nmic-311, a patient blood isolate of proteus mirabilis was sensitive to all cephalosporins and beta- lactams; however, manual testing showed as resistant to cefotaxime and ceftazidime. Additionally, pcr testing found that the isolate was positive for the ctxm gene. There was no report of patient impact.